Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: c4tr01 ipg, implanted on (B)(6) 2015. (B)(4).

Event description:
It was reported that, after pocket closure, the left ventricular lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.